Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo shows intraocular lens (iol) resting on a lens case base. The haptic appears to be damaged and the optic is damaged. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a broken lens. Additional information was requested, but no further information is available.